Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap of adhesive on the distal end/stain entered inside the lens through the gap. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h4, h6. Corrected field: h6 (impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation, it is possible that the damage was the result of mishandling of the device and with increasing use/time. However, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.